Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one essure protruded out of her tube") and adnexa uteri pain ("horrible and excruciating pain in the other coil / like someone is stabbing in fallopian tube") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. In 2015, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), adnexa uteri pain (seriousness criterion disability) and insomnia ("losing sleep"). The patient was treated with surgery (emergency surgery, removal of whole fallopian tube and ovary). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown and the adnexa uteri pain and insomnia had not resolved. The reporter considered device dislocation, adnexa uteri pain and insomnia to be related to essure. The reporter commented: she cannot properly complete daily and easy tasks without crying in pain. She has to lay down and curl into a ball for hours for the pain to be a little less agonizing. The pain is causing her to hunch over and can barely walk. Company causality comment: this non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and reported that one essure protruded out of her tube, seen as device dislocation, requiring an emergency surgery removal of whole fallopian tube and ovary, and horrible and excruciating pain in the other coil / like someone is stabbing in fallopian tube, seen as adnexa uteri pain, that is limiting her daily activities and sleep and according to the consumer may also require essure removal. The events were considered serious, one essure protruded out of her tube due to medical relevance and intervention required and horrible and excruciating pain in the other coil / like someone is stabbing in fallopian tube due to disability. They are both anticipated in the reference safety information for essure. This case was regarded as incident since a one-side device removal was required, and due to the disability caused by the pain. In the present case, limited information was provided. The exact time point and mechanism of the device dislocation are unknown. Given the nature of this event, causality with essure cannot be excluded. Pain in the pelvic area is highly prevalent in women, and may have gynaecological and nongynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In the present case, due to the positive temporal relationship and lack of alternative explanation, causality between the pain and essure cannot be excluded (related). A product technical analysis and further information are awaited.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one essure protruded out of her tube") and adnexa uteri pain ("horrible and excruciating pain in the other coil / like someone is stabbing in fallopian tube") in an adult female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, gestational diabetes mellitus, gravida ii and anxiety disorder. Concurrent conditions included formalin. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion disability) and insomnia ("losing sleep"). The patient was treated with surgery (emergency surgery, removal of whole fallopian tube and ovary). Essure was removed. At the time of the report, the device dislocation outcome was unknown and the adnexa uteri pain and insomnia had not resolved. The reporter considered adnexa uteri pain, device dislocation and insomnia to be related to essure. The reporter commented: she cannot properly complete daily and easy tasks without crying in pain. She has to lay down and curl into a ball for hours for the pain to be a little less agonizing. The pain is causing her to hunch over and can barely walk. Trailing coils were no longer visible in either of the tubal ostia. Findings: essure device coiled within the corneal portion of the right tube, visually superficial on inspection, but not perforated through the tube. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: less than 5, negative . Most recent follow-up information incorporated above includes: on 24-may-2018: lot number, reporter information, hsg test result are reported from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of device dislocation ("one essure protruded out of her tube") and adnexa uteri pain ("horrible and excruciating pain in the other coil / like someone is stabbing in fallopian tube") in an adult female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, gestational diabetes mellitus, gravida ii and anxiety disorder. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion disability) and insomnia ("losing sleep"). The patient was treated with surgery (emergency surgery, removal of whole fallopian tube and ovary). Essure was removed. At the time of the report, the device dislocation outcome was unknown and the adnexa uteri pain and insomnia had not resolved. The reporter considered adnexa uteri pain, device dislocation and insomnia to be related to essure. The reporter commented: she cannot properly complete daily and easy tasks without crying in pain. She has to lay down and curl into a ball for hours for the pain to be a little less agonizing. The pain is causing her to hunch over and can barely walk. Trailing coils were no longer visible in either of the tubal ostia. Findings: essure device coiled within the corneal portion of the right tube, visually superficial on inspection, but not perforated through the tube. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2017: less than 5, negative . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and reported that one essure protruded out of her tube, seen as device dislocation, requiring an emergency surgery removal of whole fallopian tube and ovary, and horrible and excruciating pain in the other coil / like someone is stabbing in fallopian tube, seen as adnexa uteri pain, that is limiting her daily activities and sleep and according to the consumer may also require essure removal. The events were considered serious, one essure protruded out of her tube due to medical relevance and intervention required and horrible and excruciating pain in the other coil / like someone is stabbing in fallopian tube due to disability. They are both anticipated in the reference safety information for essure. This case was regarded as incident since a one-side device removal was required, and due to the disability caused by the pain. In the present case, limited information was provided. The exact time point and mechanism of the device dislocation are unknown. Given the nature of this event, causality with essure cannot be excluded. Pain in the pelvic area is highly prevalent in women, and may have gynecological and nongynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In the present case, due to the positive temporal relationship and lack of alternative explanation, causality between the pain and essure cannot be excluded (related). A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained from the reporter at this timepoint.